Event description:
It was reported that on (B)(6) 2023, a 21mm masters series aortic valved graft was selected for implant in a patient with a deformed and tortuous aorta. After implanting the valve, the patient was bleeding continuously and became hemodynamically unstable requiring a blood transfusion. The physician alleged that the deformed aorta was the cause of the bleeding post implant of the valve. Patient status is unknown

Manufacturer narrative:
An event of patient bleeding continuously upon implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the patient had deformed aorta that was the cause of the bleeding. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.